Manufacturer narrative:
The intraocular lens that was implanted on (B)(6) 2010 was not identified as an abbott medical optics lens nor is a serial number provided. The intraocular lens, z9002 serial number (B)(4), is apparently the lens that was ''piggy backed'' on (B)(6) 2010. There is no record that it was explanted, thus explanted date is left blank. Correction: implanted date: (B)(6) 2010. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Product problem should be checked (as well as adverse event). The report indicated that the reporter alleged the intraocular lens (iol) was ''negligently manufactured and packaged''. Additional information: manufacturing records were reviewed and no deviations or non-conformances were noted. Packaging records were evaluated and all documents show that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that a patient suffered serious and permanent personal (unspecified) injuries, experienced pain, suffering and mental anguish and a secondary ''piggy-back'' procedure following the implantation of an intraocular lens. The report indicated that the surgeon implanted the ¿wrong intraocular lens¿. The surgeon allegedly told the patient he would attempt to correct this error by performing a second surgery to ¿piggy-back¿ another lens on the existing lens. That second surgery was apparently ineffective. The date of the second surgery was (B)(6) 2010. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Received additional information regarding the first intraocular lens: za9003 serial number (B)(4), expiration date june 17, 2015 and implanted on (B)(6) 2010. At this time the manufacturer is still unclear if this is the intraocular lens the patient alleges is ''defective''. All pertinent information available to the manufacturer has been submitted. Placeholder.